Event description:
A report was received that the patient is experiencing postural changes and discomfort at the midline incision. X-rays showed that the patient has an old lead that is not connected to the ipg, but is touching the ipg that is located in the patient's right hip. The physician is concerned that the patient is receiving coverage from the patient's new leads to the disconnected lead. The patient will undergo a lead revision.

Event description:
A report was received that the patient is experiencing postural changes and discomfort at the midline incision. X-rays showed that the patient has an old lead that is not connected to the ipg, but is touching the ipg that is located in the patient's right hip. The physician is concerned that the patient is receiving coverage from the patient's new leads to the disconnected lead. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4). Description: linear st lead with preloaded enhanced stylet - 70 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision and the physician explanted one percutaneous lead and repositioned the remaining two percutaneous leads. The patient is reportedly doing well. The explanted percutaneous lead (serial number (B)(4)) was not returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation for the percutaneous leads (serial number (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.